Manufacturer narrative:
Diopter: -11.50. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2, -11.50 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2016. Elevated intraocular pressure was noted. The lens was explanted and exchanged on (B)(6) 2016 for a shorter length lens with a similar diopter size. This resolved the problem. Patient's last visit on (B)(6) 2016, ucva was 20/25.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in lens case/vial. Visual inspection found that there was no visible damage to the lens. (B)(4). As per dfu for this lens model, implantation of this lens in an eye with an anterior chamber depth (acd) less than 3.0mm is contraindicated. This patient has an acd of 2.89mm. (B)(4).